Event description:
It was reported that during orthopedic debridement, the hydrodynamic debridement system was used together with the handle during the surgery, but suddenly the line connecting the handle head to the host broke, which did not affect the patient. A new device was opened to complete the surgery but it was delay greater than 30 minutes in the case with the patient under anesthesia.

Manufacturer narrative:
The device used in treatment has been returned and evaluated. The visual inspection found no defects, the functional evaluation established a relationship between the device and reported failure. It was confirmed that the hose had ruptured causing this failure. This failure is known to occur due to a buildup of oxidized saline around the interlock on the versajet console. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, with previous instances reported in the previous four years, however, no further action is deemed necessary in relation to this complaint, which is now complete and recorded as individual component failure. The versajet system is a high-pressure device, which uses saline in its operation. A buildup of oxidized saline can corrode if not removed, can be forced along with the hose, leading to handset failures. The instructions for use, detail guidance on the maintenance and cleaning of the device. With specific guidance on the matter of corrosion. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients' needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.